Manufacturer narrative:
Supplemental report #03 inadvertently included that the patient underwent full vns revision, when only the lead was replaced.

Event description:
The patient's generator was not replaced during the lead replacement surgery. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance and low output current. X-ray images were provided for review, and showed a portion of the lead near the collarbone that was highly twisted, which may be a contributory cause of the high impedance. Due to the quality of the images available, it could not be determined if the lead connector pin was fully inserted in the generator. No images of the electrodes were available. The twisted appearance of the lead from the x-rays indicates that it is possible the patient manipulates the vns, which could result in damage to the lead. However, based on the information available at this time the cause of the high impedance cannot be determined. The generator was disabled due to the high impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Information was received indicating that they deny any patient manipulation of the device, and during the implant procedure it was verified that the connector pin was fully inserted into the generator. The physician assessed that the patient experienced various falls with recent seizures due to the flu, and the physician believes it is possible that the repeated falling could have caused the twisting and potential damage to the lead; however, no explicit assessment on the cause of the event was provided. The vns was disabled due to the high impedance. No known surgical intervention has occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #01 inadvertently did not include the device history review for the lead. (B)(4).

Event description:
A review of device history records for the lead shows that no unresolved non-conformances were found. The lead passed all quality control measures prior to distribution. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. A lead fracture was visually confirmed during the revision surgery. The suspect device has not been received by the manufacturer to date. It was noted that prior to the surgery, the patient was getting worse day by day. Then, after the revision surgery, the patient's seizures have improved now that the vns was replaced, indicating that the patient getting worse prior to surgery was in reference to increased seizures. Device history record was reviewed for the lead. The lead passed all quality control measures prior to distribution, and no unresolved nonconformances were identified prior to distribution. No additional relevant information has been received to date.